Event description:
On 28-jul-2025 a journal article was retrieved from then bone & joint journal (2024that reported a study from alexandria, virginia, USA. The purpose of the study was to compare outcomes of fixed-bearing (fb) and mobile-bearing (mb) ukas from a single high-volume institution. The study reviewed primary cemented medial ukas performed by seven surgeons from january 2006 to december 2022. A total of 2,999 ukas were identified, including 2,315 fb and 684 mb cases. The 684 cases in the mb group used the phase 3 oxford partial knee with two femoral pegs. The study population had a mean age at surgery was 66.0 (32.9 to 92.1), years at time of surgery; (number of 300 males/384 females). Mean length of follow-up 4.2 years (3.6; 0.0 to 15.6). The study reported 2 patients within the mb group with stiffness unknown treatment or timeframe. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford mobile bearing; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. Journal article citation: fricka, k. B., wilson, e. J., strait, a. V., ho, h., hopper, jr, r. H., hamilton, w. G., & sershon, r. A., et al (2024). Outcomes of fixed versus mobile-bearing medial unicompartmental knee arthroplasty. The bone & joint journal, 106-b no.9, 916-923. Https://doi.org/10.1302/0301-620x.106b9.bjj-2024-0075.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.¿

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.